Event description:
Received a letter from pride (B)(4) that was addressed to shoppers home health from an attorney alleging a customer sustained injury because an electrical box was improperly placed underneath the seat cushion.

Manufacturer narrative:
The date of incident has not been provided. The device is not available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Manufacturer narrative:
Reopened file due to additional information received and device evaluation. The date of incident, initial reporter contact information, and 510(k) were updated. The product was modified from the factory configuration. Components were modified and not installed according to manufacturer's specifications.

Event description:
Received a letter from pride canada that was addressed to shoppers home health from an attorney alleging a customer sustained injury because an electrical box was improperly placed underneath the seat cushion.